Event description:
During an esophagogastroduodenoscopy (egd) dilation procedure the physician used a cook savary-gilliard wire guide. The wire guide was advanced through the endoscope and into position. The wire guide was held stationary and the endoscope was removed. A cook savary-gillard dilator was advanced over the wire guide and into the esophagus. When advancing the dilator, what was reported to be "heavy resistance" was encountered. The dilator was held stationary in position and an attempt to remove the wire guide from the dilator was made (which is against the instructions for use). According to the initial reporter, removal of the dilator and wire guide caused perforation of the patient's esophagus. The wire guide tip was noted to be kinked at a 45 degree angle.

Manufacturer narrative:
Patient was sent for thoracic surgery immediately after the egd dilation procedure. The initial reporter indicated the patient required several interventions to rectify the issue. When additional clarification regarding this statement was requested, the initial reporter indicated that thoracic surgery was performed to correct the tear and explore for additional trauma. The patient required placement of a feeding tube. When asked for information related to the current condition of the patient, they indicated the patient is doing better and is no longer using a feeding tube. Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. However, a photo of the product said to be involved was provided by the customer which showed the wire guide was kinked at the distal end of the device. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the photo provided shows the wire guide was kinked at the distal end. Perforation is listed in the instructions for use as a potential complication associated with upper gastrointestinal endoscopy and esophageal dilation. The instructions for use direct the user to remove the wire guide and dilator from the patient upon completion of the procedure. The information provided indicated the dilator was held stationary while an attempt to remove the wire guide from the dilator was made. This is against the instructions for use and the most likely cause for the damage to the wire guide. A kink in the wire guide can occur if the device experiences excessive pressure during use and/or general handling. A kink in the wire guide can also occur if the wire guide is placed in a tight coil during handling of the product. Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences during the time period reviewed. Therefore, this report represents an isolated occurrence. The likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional information: based on the information provided, a cook representative has contacted this medical facility in an effort to promote further education and understanding related to the appropriate usage of this product.